Manufacturer narrative:
This report is submitted on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a recurring infection with granulation in 2014 (specific date not reported). Subsequently, the patient underwent a procedure in may 2016 (specific date not reported) to cauterise the granulated tissue and removal of the abutment. The implanted device remains.